Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that okay button had a tear for a month and it was becoming very hard to press. The reporter stated that down button also had tactile changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2013 with the following findings: the keypad was observed to be peeling at the ok button. The up & down buttons had an intermittent response when tested. The ok & contrast buttons responded properly when tested. The keypad was removed and contamination was observed under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.